Event description:
Per the clinic, the patient experienced poor performance with the device since activation. Reprogramming attempts were made; however, the issue could not be resolved. It was reported that the surgeon encountered difficult device insertion during the implantation which resulted in incorrect device placement. Subsequently, the device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery.